Event description:
Customer's reported a hospitalization for high blood glucose on (B)(6) 2014. Customer's blood glucose was 500 mg/dl when admitted. She was vomiting for thirty minutes and could not hold any food down. She was diagnosed with diabetic ketoacidosis and is still currently in the hospital. Customer reported she was also having battery issues where she has to change the battery daily, instead of weekly. The device also has a crack on the top left corner of the screen. Customer stated she hit the device on the bathroom counter. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have cause or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.